Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) did not eject. Hemostasis was achieved by manual compression. There was no reported patient injury and has no infectious diseases. The indicator window was facing up during retraction, and no change occurred in the indicator window. When the device was removed from the patient, there were no damages noted to the indicator wire loop. A non-cordis vascular sheath was used. At the femoral puncture site, the insertion angle was appropriate, vessel diameter was at least 5 mm with good condition, and there was no visible calcium/plaque, vessel tortuosity, stent, significant stenosis, prior closure within 30 days, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was intended to be used in a intracranial angiography procedure. The operator was trained. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18430749 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿indicator wiredeployment difficulty unable¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) did not eject. Hemostasis was achieved by manual compression. There was no reported patient injury and has no infectious diseases. The indicator window was facing up during retraction, and no change occurred in the indicator window. When the device was removed from the patient, there were no damages noted to the indicator wire loop. A non-cordis vascular sheath was used. At the femoral puncture site, the insertion angle was appropriate, vessel diameter was at least 5 mm with good condition, and there was no visible calcium/plaque, vessel tortuosity, stent, significant stenosis, prior closure within 30 days, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device was intended to be used in a intracranial angiography procedure. The operator was trained. Five sterile devices will be returned for analysis along with the device used.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.